Event description:
This device has an unknown product status. A call to technical services placed on 6/18/2013 states that signals that looked like air bubbles were demonstrated when a tachy lead was attached to this device. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).